Event description:
It was reported that the device will not power on when unplugged from ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was not determined.